Event description:
It was reported that the screw would not break off properly during surgery. The head seems to have splayed while tightening down on a rod. The screw was replaced. The new screw broke off without incident. Although the instrument was used intraoperatively, no pt injury was reported.

Manufacturer narrative:
(B) (4): the screw was returned for analysis. Visual examination of the part as received shows the bone screw tip is cut off; the tip was not returned for analysis. The exterior of screw heads show evidence of damage, possibly during extraction. The tulip head gap measures 3.76 and 3.82 mm respectively; the head is splayed open. Microscopic inspection of the threads revealed damage to both sides of the leading edge of the threads. A review of the device history records did not identify any applicable nonconformance to specification.